Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 29-sep-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal mediation via an implantable pump. It was reported that the pump was explanted and hcp implanted a new pump. The catheter was left partially implanted and tied off per physician report. Physician judgement to explant current pump. The issue resolved at the time of this report. (B)(6) 2025 e2 (hcp, rep): additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient underwent an unsuccessful dye study prior to pump replacement. This led to the catheter being replaced.